Event description:
A 2mm right angle rhoton dissector ball micro tip broke off onto the surgical field. All three methods were used (c-arm, o-arm and microscope) to rule out if a metallic foreign body item was on the surgical field or retained in the patient. All scans were read and reported to the surgeon by the radiologist, stating nothing was retained in the patient's body. Risk management was called and the instrumentation that was broken was sent off. The broken piece could not be found on field or inside patient. It is believed it was removed by the suction device during wound irrigation. No foreign item was retained in the patient per radiologist. Minor injury to patient was additional radiation required to try to find the device.